Manufacturer narrative:
The affected complaint devices were not returned for evaluation. Our clinical investigation noted that the revision reports confirm the proximal tibia implant was loose. However, without the x-rays or the requested clinical information the root cause of the loosening cannot be determined. The reported questionable fall cannot be ruled out as a contributing factor. A CT scan report from the 6 month follow up reports the components are intact and well seated. This adverse event has been reported as resolved with residual effects. No further clinical/medical assessment is warranted at this time. Our investigation included a review of the manufacturing records for the listed batches which did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the parts revealed no prior complaints for the listed batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to loosened component.